Event description:
It was reported that the readings froze. The sensor was inserted into the arm on 09-12-2024. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).